Manufacturer narrative:
Additional information received from the initial reporter on 07 december 2016 and includes: before the revision surgery, it was found out that the patient had a hg allergy. The patient would have had a visit on (B)(6) 2016. Additional information received from the initial reporter on (B)(6) 2016 and includes: there wasn't any osseointegration at the stem. Also the femoral canal distal of the stem was closed for about 3cm so he had to open it with the drill. The stem has been completely loosen, so he could just pick it out with his hand. He hasn't seen something like that before. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: major loosening of femoral stem in cementless tha at 5 years. The low-quality x-ray history does not allow accurate examination, but apparently the stem was correctly implanted and at 5 years it was completely loose. Also, according to report the canal was "locked", which probably means that the stem was no longer working as a wedge with conical fit in the femoral canal. A reported hg allergy does not seem to be relevant, although sometimes those who are allergic to a metal may have unknown hypersensitivity to others; however, allergy to titanium is most rare. The root cause of this loosening cannot be established with the information at hand. On 22 december 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem revealed some scratches on the neck, most probably due to the removal phase; the ha coating was totally absorbed and the taper showed some little signs. The metal femoral head showed some little signs on the rim and in the inner taper. The pe liner revealed a yellowed inner surface and some little signs on the rim; an evident hole of removal with the use of a cancellous bone screw was present. From the received pieces it was not possible to determine the root cause of the event. Batch review performed on 27 december 2016. Lot 104362: (B)(4) items manufactured and released on 10 february 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision required due to aseptic loosening of the stem.